Event description:
It was reported that they were having problems with the controller and the recharger. Patient stated they could not connect to their device anymore through the controller. Patient also stated the recharging cord was starting to get hot in some spots. Patient mentioned that the issue started last night when they were charging but that they were able to get to 80%. Agent asked patient if there was any damage to the equipment and patient stated that it had been 5 years so it had a little bit of fraying in certain areas but they believed it was where the cord went into the paddle and that the recharger box was hot last night. Patient then stated that the controller no longer connected to the device and that they could no longer turn the stimulation up or down or use the silver pad to turn stimulation off. Patient mentioned that the connection issues had been going on for the last couple months but last night is when they really noticed and had a problem. Agent walked patient through a controller reset; patient unlocked controller and saw no device found and said they keep getting this message. Agent asked patient when they were able to last charge the implant successfully; patient mentioned that the last time they were able to successfully charge their implant was last night. Agent attempted to review the recharger and controller issue being caused by the recharger getting warmer than usual but patient continuously interrupted and would not let agent finish explaining and kept insisting the controller needed to be replaced. The issue was not resolved. A request was sent to the repair department to replace the controller and recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed : no device found message x 2. No anomalies were visually observed. H7 h9 : updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.